Event description:
Out of box failure. Medtronic ers field clinical specialist reported a device continually indicating motion detected. The therapy cable was replaced and a different simulator was tried; the device continued to indicate motion detected.